Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium there are benign-appearing endometrial glands and stroma'), device expulsion ('foreign body in uterus') and urinary retention ('sensation of incomplete emptying') in a 31-year-old female patient who had essure (batch no. Cs0007h,cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, loop electrosurgical excision procedure, scar revision, drug allergy, mycotic allergy, vaginal itching, vaginal burning sensation and vulvovaginal candidiasis. Concurrent conditions included urinary tract disorder, pelvic pain female, pap smear abnormal, urinary frequency, urine odour abnormal, dizziness, fatigue, lightheadedness, alopecia, dysmenorrhea and vaginal discharge. Concomitant products included cholecalciferol (cholecalciferol), oxycodone hydrochloride;paracetamol (percocet) in (B)(6) 2018 and progesterone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain left pelvic region"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary retention (seriousness criterion medically significant), vulvovaginal discomfort ("vaginal pressure"), dizziness ("dizziness/lightheadedness") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in lower abdominal"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, urinary retention, pelvic pain, dizziness and pollakiuria outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal discomfort, vaginal discharge and abdominal pain lower had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, device expulsion, dizziness, embedded device, fatigue, menorrhagia, pelvic pain, pollakiuria, urinary retention, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: essure reinsertion date - (B)(6) 2014. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 2. As per mr, has 3 essure coils. (As reported). Information received: was told that upon trying to place the first device in left tube that it did not release from the catheter and agreed to stop procedure and reschedule for a later date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of fallopian tubes bilaterally by bilateral essure microinserts. Normal appearance of the uterine cavity. Total bilateral occlusion. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: embedded device , partial expulsion of device. Lot number: cs00049, manufacture date: 2013-05-30, expiration date: 2016-05-31. Lot number: cs0007h, manufacture date: 2013-11, expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of product technical problem. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium there are benign-appearing endometrial glands and stroma') and device expulsion ('foreign body in uterus') in a 31-year-old female patient who had essure (batch no. Cs00049 , cs0007h) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two were put on the left". The patient's medical history included multigravida, parity 4, loop electrosurgical excision procedure, scar revision, drug allergy, mycotic allergy, vaginal itching, vaginal burning sensation and vulvovaginal candidiasis. Concurrent conditions included urinary tract disorder, pelvic pain female, pap smear abnormal, urinary frequency, urine odour abnormal, dizziness, fatigue, lightheadedness, alopecia, dysmenorrhea and vaginal discharge. Concomitant products included cholecalciferol (cholecalciferol), oxycodone hydrochloride;paracetamol (percocet) in may 2018 and progesterone. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced pelvic pain ("pain left pelvic region/pelvic pain"). In april 2015, the patient experienced fatigue ("fatigue"). In november 2016, the patient experienced alopecia ("hair loss"). In may 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). In june 2017, the patient experienced urinary retention ("sensation of incomplete emptying"), vulvovaginal discomfort ("vaginal pressure"), dizziness ("dizziness/lightheadedness") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in lower abdominal"), abdominal pain ("abdominal pain"), urinary incontinence ("sensation of incomplete emptying") and allergy to chemicals ("reacting to alcohol") with flushing, pruritus and burning sensation. The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, urinary retention, pelvic pain, dizziness, pollakiuria and allergy to chemicals outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal discomfort, vaginal discharge, abdominal pain lower, abdominal pain and urinary incontinence had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, alopecia, device expulsion, dizziness, embedded device, fatigue, menorrhagia, pelvic pain, pollakiuria, urinary incontinence, urinary retention, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: essure reinsertion date - (B)(6) 2014. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 2. As per mr, has 3 essure coils. (As reported). Information received: was told that upon trying to place the first device in left tube that it did not release from the catheter and agreed to stop procedure and reschedule for a later date. Procedure was stopped after right device placed to do an ultrasound on left tube before proceeding with placement of left device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 06-aug-2014: occlusion of fallopian tubes bilaterally by bilateral (B)(6) 2014 microinsertion. Normal appearance of the uterine cavity. Total bilateral occlusion.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: embedded device , partial expulsion of device. Lot number: cs00049 manufacture date: 2013-05-30 expiration date: 2016-05-31 lot number: cs0007h manufacture date: 2013-11 expiration date: 2016-07-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium there are benign-appearing endometrial glands and stroma'), device expulsion ('foreign body in uterus') and urinary retention ('sensation of incomplete emptying') in a 31-year-old female patient who had essure (batch no. Cs0007h,cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, loop electrosurgical excision procedure, scar revision, drug allergy, mycotic allergy, vaginal itching, vaginal burning sensation and vulvovaginal candidiasis. Concurrent conditions included urinary tract disorder, pelvic pain female, pap smear abnormal, urinary frequency, urine odour abnormal, dizziness, fatigue, lightheadedness, alopecia, dysmenorrhea and vaginal discharge. Concomitant products included colecalciferol (cholecalciferol), oxycodone hydrochloride;paracetamol (percocet) in (B)(6) 2018 and progesterone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain left pelvic region/pelvic pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary retention (seriousness criterion medically significant), vulvovaginal discomfort ("vaginal pressure"), dizziness ("dizziness/lightheadedness") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in lower abdominal"), abdominal pain ("abdominal pain") and urinary incontinence ("sensation of incomplete emptying"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, urinary retention, pelvic pain, dizziness and pollakiuria outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal discomfort, vaginal discharge, abdominal pain lower, abdominal pain and urinary incontinence had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device expulsion, dizziness, embedded device, fatigue, menorrhagia, pelvic pain, pollakiuria, urinary incontinence, urinary retention, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: essure reinsertion date - (B)(6) 2014. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 2. As per mr, has 3 essure coils. (As reported). Information received: was told that upon trying to place the first device in left tube that it did not release from the catheter and agreed to stop procedure and reschedule for a later date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of fallopian tubes bilaterally by bilateral essure microinserts. Normal appearance of the uterine cavity. Total bilateral occlusion.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: embedded device , partial expulsion of device. Lot number: cs00049, manufacture date: 2013-05-30, expiration date: 2016-05-31. Lot number: cs0007h, manufacture date: 2013-11, expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events" abdominal pain and sensation of incomplete emptying" were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium there are benign-appearing endometrial glands and stroma') and device expulsion ('foreign body in uterus') in a 31-year-old female patient who had essure (batch no. Cs0007h,cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two were put on the left". The patient's medical history included multigravida, parity 4, loop electrosurgical excision procedure, scar revision, drug allergy, mycotic allergy, vaginal itching, vaginal burning sensation and vulvovaginal candidiasis. Concurrent conditions included urinary tract disorder, pelvic pain female, pap smear abnormal, urinary frequency, urine odour abnormal, dizziness, fatigue, lightheadedness, alopecia, dysmenorrhea and vaginal discharge. Concomitant products included colecalciferol (cholecalciferol), oxycodone hydrochloride;paracetamol (percocet) in (B)(6) 2018 and progesterone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain left pelvic region/pelvic pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bledding)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary retention ("sensation of incomplete emptying"), vulvovaginal discomfort ("vaginal pressure"), dizziness ("dizziness/lightheadedness") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in lower abdominal"), abdominal pain ("abdominal pain"), urinary incontinence ("sensation of incomplete emptying") and allergy to chemicals ("reacting to alcohol") with flushing, pruritus and burning sensation. The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, urinary retention, pelvic pain, dizziness, pollakiuria and allergy to chemicals outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal discomfort, vaginal discharge, abdominal pain lower, abdominal pain and urinary incontinence had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, alopecia, device expulsion, dizziness, embedded device, fatigue, menorrhagia, pelvic pain, pollakiuria, urinary incontinence, urinary retention, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: essure reinsertion date - (B)(6) 2014. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 2. As per mr, has 3 essure coils. (As reported). Information received: was told that upon trying to place the first device in left tube that it did not release from the catheter and agreed to stop procedure and reschedule for a later date. Procedure was stopped after right device placed to do an ultrasound on left tube before proceeding with placement of left device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of fallopian tubes bilaterally by bilateral essure microinserts. Normal appearance of the uterine cavity. Total bilateral occlusion. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: embedded device , partial expulsion of device. Lot number: cs00049 manufacture date: 2013-05-30, expiration date: 2016-05-31. Lot number: cs0007h manufacture date: 2013-11, expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2020: pfs and social media content received: events: device use error, flush reaction, burning feeling, alcohol reaction were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium there are benign-appearing endometrial glands and stroma'), device expulsion ('foreign body in uterus') and urinary retention ('sensation of incomplete emptying') in a (B)(6)-year-old female patient who had essure (batch no. Cs0007h,cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, loop electrosurgical excision procedure, scar revision, drug allergy, mycotic allergy, vaginal itching, vaginal burning sensation and vulvovaginal candidiasis. Concurrent conditions included urinary tract disorder, pelvic pain female, pap smear, urinary frequency, urine odour abnormal, dizziness, fatigue, lightheadedness, alopecia, dysmenorrhea and vaginal discharge. Concomitant products included cholecalciferol (cholecalciferol), oxycodone hydrochloride; paracetamol (percocet) in (B)(6) 2018 and progesterone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain left pelvic region"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary retention (seriousness criterion medically significant), vulvovaginal discomfort ("vaginal pressure"), dizziness ("dizziness/lightheadedness") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in lower abdominal"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, urinary retention, pelvic pain, dizziness and pollakiuria outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal discomfort, vaginal discharge and abdominal pain lower had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, device expulsion, dizziness, embedded device, fatigue, menorrhagia, pelvic pain, pollakiuria, urinary retention, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: essure reinsertion date - (B)(6) 2014. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was 2. As per mr, has 3 essure coils. (As reported). Information received: was told that upon trying to place the first device in left tube that it did not release from the catheter and agreed to stop procedure and reschedule for a later date diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of fallopian tubes bilaterally by bilateral essure microinserts. Normal appearance of the uterine cavity. Total bilateral occlusion. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: embedded device , partial expulsion of device. Most recent follow-up information incorporated above includes: on 21-oct-2019: fu 2 & 3 processed together. Mr received- case becomes incident. Lot number was added. Event injury was removed. New events embedded within the myometrium there are benign-appearing endometrial glands and stroma consistent with adenomyosis and foreign body in uterus were added. Explant date was added. Medical history and lab data were added. Patient's date of birth and race were added. New reporter's were added. On 22-oct-2019: pfs received- new events abnormal bleeding (vaginal, menorrhagia), vaginal pressure, dizziness/ lightheadedness, vaginal discharge, fatigue, hair loss, pain left pelvic region, pain in lower abdominal, urinary frequency and sensation of incomplete emptying were added. Event onset date was added. Concomitant drugs were added. Patient's height was added. Reporter's information was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.